Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was foreign material on the forceps elevator wire. However, the identity of the foreign material and a definitive root cause could not be determined. Regarding the damaged acoustic lens, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had foreign material on the forceps elevator wire and the acoustic lens was damaged. There was no patient involvement.